Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: e1: (B)(6). Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325. This investigation has been updated because the malfunction code changed from idd-pmc03.03 to ICD- pmc03.07, which requires additional activities not included in the original investigation dated 30/oct/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 15/jun/2026 against ¿lot number¿ ¿5366477¿ and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The review confirmed that lot# 5366477 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/jun/2026 against ¿lot number¿ criteria equal ¿5366477¿ and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The number of complaints is 1: the complaints number is: (B)(4). Device history record (DHR) review: the lot 5366477 was manufactured according to 4905082 version 55 and manufactured in the machine/line: l4 li39, on 11/oct/2021 with a total of (B)(4) units. Sub-assembly: gluing of tubing the lot 5368058 was manufactured according to the 4905294 version 49 and manufactured in machine/line: sc02, on 11oct/2021, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and previously tested under test report (B)(4). Pdf on 17/mar/2023, in accordance with approved procedures: work instruction (wi) ¿ guidance for visual testing for complaints area, version 3: all 10 samples tested passed visual inspection. Work instruction (wi) ¿ guidance for functional testing for complaints area, version 2: all 10 samples tested passed both the flow test for the reported malfunction code occlusion issues-cannot be determined. All test results were within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to hyperglycemia with ketones on (B)(6) 2023 resulting from an insulin flow block alarm.